Manufacturer narrative:
Zimmer biomet complaint number cmp (B)(4). Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown / not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported the screw fractured and one screw portion remains inside the implant in tooth location 19. The implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown legacy biomet screw was returned for investigation. Visual evaluation of the as returned products identified a damaged implant with screw fragment in the drive feature. Additionally, there was bone residue around the external threads due to usage. There were no allegations against the implant. It was probably damaged during removal. Device history record (DHR) and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Therefore, based on the available information an unreported event/malfunction was identified as the screw fragment was stuck in the implant drive feature.

Event description:
No further event information is available at the time of this report.